Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had experienced multiple no deliveries from the insulin pump. Customer's blood glucose was unknown. Customer reported had tried changing sites, changing sets, and changing reservoirs, but the insulin pump could not rewind. Customer was advised that the reservoirs will be replaced. Customer will not be returning the reservoirs for analysis.